Event description:
Resistance was encountered during advancement of the stent delivery system; therefore, the stent could not be deployed. It was reported that as the stent delivery system was being removed, the stent deployed in the rotating hemostasis valve (rhv). There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the stent was returned out of the microdelivery catheter; therefore, a functional evaluation was not performed. There were no anomalies noted to the microdelivery catheter, the stabilizer and the stent. The stabilizer distal end was protruding through the microdelivery catheter distal end. The stabilizer was introduced and advanced in the microdelivery catheter without any friction. It appears that the stabilizer was advanced independently; therefore the stent prematurely deployed during use. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, the event indicated that the anatomy was tortuous and there was friction encountered during advancement of the system to the target lesion. Based on the information available it is likely that anatomical factors contributed to the reported event limiting its performance. Therefore, a root cause of operation context has been assigned to this investigation.

Event description:
Resistance was encountered during advancement of the stent delivery system; therefore, the stent could not be deployed. It was reported that as the stent delivery system was being removed, the stent deployed in the rotating hemostasis valve (rhv). There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.